Event description:
The physician was using an assurant cobalt peripheral stent to treat a lesion in the right iliac artery. The patient's anatomy was non tortuous with no calcification. The physician was using a contra lateral approach to treat the lesion. As the device was being delivered over the iliac aorta bifurcation, the stent ends flared. The physician attempted to pull the stent back into the sheath but this was unsuccessful. The stent was, therefore, deployed in the left iliac artery. The target lesion in the right iliac was subsequently treated with stenting. There was no patient injury and no clinical sequelae were reported. The device was inspected prior to use with no issues noted. Evaluation summary: the distal tip was slightly flared. There were crimp impressions evident along the inflated balloon. There was crystallized residue present in the inflation lumen and balloon.

Manufacturer narrative:
(B)(4). Evaluation results: incorrect technique/procedure (pressure introduced into balloon caused proximal and distal pillows to inflate). Conclusion results: operational context contributed to event (pressure introduced into balloon caused proximal and distal pillows to inflate).